Event description:
Event description guidant received information that this device has stored electrograms indicating a ventricular sensed event right after a ventricular paced event. There is intermittent capture at the current output of 2.5 volts. The impedances are stable on the daily measurements and the r-waves are varying from 2.5-6.5mv.